Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this physician performs transcatheter aortic valve replacements and uses a right ventricular (rv) lead connected to a temporary pacemaker outside of the body. Technical services (ts) advised this is considered off label use. The field representative reported when the rv lead was plugged into the non-boston scientific device no pacing was delivered. Additional information has been requested but has not been provided at this time. Evidence is suggestive this rv lead remains in service. No adverse patient effects were reported.